Event description:
It was reported that catheter entrapment and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the stent got stuck in the guiding catheter. The catheter and the non-bsc guidewire was removed as one unit. The device was removed from the patient intact and it was noticed that the device was damaged. The procedure was completed via alternative method. There were no complications nor injuries reported.

Manufacturer narrative:
(B)(6).